Manufacturer narrative:
Siemens filed initial MDR 2432235-2023-00335 with the FDA on 21-dec-2023. Additional information (08-jan-2024): sections b5 and b6 were updated to reflect the patient results provided by the customer. Additional information (05-feb-2024): siemens reviewed the information provided including the service actions performed by the siemens customer service engineer (cse). In addition to the service actions reported in the initial MDR, the cse completed alignments of the dilution, sample, and reagent mixers and performed successful mix tests. The cse performed a quality control run and patient sample repeatability test, which met the satisfaction of the customer. Siemens investigation concluded that the actions of the cse resolved the issue. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
On 08-jan-2024, the customer provided the initial erroneous and repeat results for multiple patients and the repeat results were higher than the erroneous results.

Manufacturer narrative:
An outside the united states (ous) customer contacted a siemens customer care center (ccc) to report that discordant urinary/cerebrospinal fluid protein (ucfp) results were generated on multiple patient samples on an the atellica ch 930 analyzer, when quality controls (qc) had been sporadically out of range over the same period. As recommended by siemens, the customer changed the dilution probe, calibrated ucfp, and performed a repeatability test with qc and samples, which were unacceptable. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse aligned dilution (dil), sample (s) and reagent 2 (r2) probes and performed an auto check test, which indicated a thermal issue. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that discordant urinary/cerebrospinal fluid protein (ucfp) results were generated on multiple urine patient samples on an the atellica ch 930 analyzer. The erroneous results were reported to the physician(s). Samples were repeated on an alternate atellica ch 930, and these results were reported as correct results, to the physician(s). The customer noted that the quality controls (qc) for ucfp were sporadically out of range over the same period. There are no known reports of patient intervention or adverse health consequences due to the discordant ucfp results.